Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have an alignment issue, the front teeth are back behind the lateral incisors.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.